Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found. There was blood/body fluid in the distak conductor and the outer tubing overlay. There was also blood in/on the lobe mechanism.

Event description:
It was reported that during the implant procedure, the lobe of the lead could not be opened, even after several attempts. The lead was removed and replaced by a new lead. No patient complications were reported as a result of this event.